Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead experienced helix issues, and that a fracture was suspected. A good faith effort was submitted to obtain additional information regarding whether the suspected fracture could be confirmed at implant. The field representative indicated that no further information was available. No adverse patient effects were reported. This lead was returned for analysis.